Manufacturer narrative:
Date of submission 25-may-2018 the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: no call service alarm records appeared in the black box or pump alarm history. On investigation the pump powered on normally and was exercised for 24 hours without error, alarm or warning occurring. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.